Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture but revealed it was on the proximal shaft. This damage was likely the reported mid-shaft fracture. There was no reported resistance during advancement or retraction of the device; therefore, the probable cause of this damage may be due to forceful handling of the device during use. If the device is mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician flushed the velocity and began to advance the velocity into the jet7. While advancing the velocity, the hospital technologist broke the velocity in half at the mid-shaft into two pieces. Therefore, the velocity was removed, and the remaining distal end of the velocity was removed from the jet7. The procedure was completed using a new velocity and the same jet7. There was no report of an adverse effect to the patient.